Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stating they have 2 systems and the one for the legs (implanted in 2019) does not work anymore for 'years'. The pt was talking very fast and agent had a hard time following along with the pt at times and had trouble keeping the pt focused. Agent understood the pt does not want to go to pain management because they do not want to take the pain medication. Pt stated they want to get injections and find out what is going on with their back pain. Pt stated they do not even know if they can find the controller for the leg implant and they were told to call the manufacturer to 'get confirmation' that they can have an MRI - agent reviewed information. Pt stated they cannot even charge the ins for the legs any more and 'it is dead'. Pt stated that the ins did not even electrocute the legs and it was put in the wrong spot and it just electrocuted their vagina. Pt stated that a manufacturer representative (rep) could not get the ins to work either. Pt stated they could not get the remote or the battery to work. Pt stated the ins for leg is close to their spine and it hurts the spine. Pt stated dr. Hoyt did the right arm ins. Agent reviewed MRI guidelines and pt was redirected to hcp to further address the issue. Pt may call back if external equipment is found.